Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports that tabs on the distal tip of the expedium di intermediate tightener broke off from the instrument during use. The broken tabs were removed from the surgical site. A backup tightener was available to complete the procedure with no adverse consequences to the patient and no resulting delay to the procedure.

Manufacturer narrative:
Visual examination of the returned expedium di intermediate castle tightener noted that two of the four distal tip tabs had fractured off of the instrument. Fracture analysis showed the fractured surfaces of each tab exhibit rough and plastically deformed material that extends across the entire surface, suggesting the tab underwent a static failure. Scanning electron microscopy on material lot nw116959 found no material defects or other abnormalities were observed in this analysis. Review of the device history record for the production lot found no discrepancies. A 12 month complaint trend analysis for this product code and distal tabs breaking found no emerging trends. The root cause for the distal tabs breaking cannot be positively identified. However, each tab exhibit rough and plastically deformed material that extends across the entire surface, suggesting the tab underwent a static failure. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.